Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report their receiver ceased to function on (B)(6) 2015. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was attempted but could not be completed because the receiver would not turn on. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event that the receiver ceased to function. The root cause was determined to be a defective component in the printed circuit board.